Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. There was no reported adverse impact to the customer's blood glucose level. Customer was able to clear the altitude alarms and declined to provide additional information regarding the issue.